Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visual analysis noted dried blood in the lumen of the lead, which was most likely induced during the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this patient had been experiencing diaphragmatic stimulation from this left ventricular lead. Reprogramming was made to remedy the issue. At a later date, additional information was obtained, and although there was no allegation about the function of the lead, the physician believed the position of the lead may be the cause of recent ventricular tachycardia storms. The lead was explanted with no additional adverse patient effects reported.